Manufacturer narrative:
Correction to h11 this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the lms final investigation. The customer cleaning disinfection and sterilization (cds) processes is unknown as no response was received despite three inquiries to the customer. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu (colony forming units): 3 cfu. Bacterial identification: pseudomonas spp. (Bacterial quantity: unknown), bacillus cereus/thuringiensis/mycoides (bacterial quantity: unknown), kocuria rhizophila (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: distal end canal. Cfu (colony forming units): 1 cfu. Bacterial identification: staphylococcus warneri (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu (colony forming units): >100 cfu. Bacterial identification: bacillaceae (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: air/water supply channels. Cfu (colony forming units): 1 cfu. Bacterial identification: micrococcaceae (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: forceps raising wire channel. Cfu (colony forming units): 1 cfu. Bacterial identification: coagulase negative staphylococci (bacterial quantity: unknown). Results of culture tests conducted by a third party after repairs: (results conformed). Sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu (colony forming units): 2 cfu. Bacterial identification: micrococcaceae (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: forceps raising wire channel. Cfu (colony forming units): 1 cfu. Bacterial identification: bacillaceae (bacterial quantity: unknown). The device was evaluated where air supply flow did not meet specifications due to contamination. The root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, we were unable to identify the probable cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is probable that reprocessing may have been insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. After repairs were performed, olympus culture test results conformed to the regulation's recommendation. The recovered bacillus after repair was in lower numbers when compared to pre-repair, possibly indicating sample contamination instead of being a true find from the endoscope. The following is included in the device IFU (instructions for use: gf-uct180, the reprocessing method is described in the following section. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the scope tested positive for greater than 200 colony forming units (cfus)/100 ml of environmental bacteria and pseudomonas sp. In the erector channel, 3 cfu/100 ml of coagulase negative staphylococcus in the insufflation channel, and 3 cfu/100 ml of bacillus sp., environmental bacteria and pseudomonas sp. In the suction and biopsy channels. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the lms final investigation. The customer cleaning disinfection and sterilization (cds) processes is unknown as no response was received despite three inquiries to the customer. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels. Cfu (colony forming units): 3 cfu. Bacterial identification: pseudomonas spp. (Bacterial quantity: unknown), bacillus cereus/thuringiensis/mycoides (bacterial quantity: unknown), kocuria rhizophila (bacterial quantity: unknown) sampling date: (B)(6) 2024. Sampling from: distal end canal cfu (colony forming units): 1 cfu bacterial identification: staphylococcus warneri (bacterial quantity: unknown) sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu (colony forming units): >100 cfu. Bacterial identification: bacillaceae (bacterial quantity: unknown) sampling date: (B)(6) 2024. Sampling from: air/water supply channels. Cfu (colony forming units): 1 cfu. Bacterial identification: micrococcaceae (bacterial quantity: unknown). Sampling date: (B)(6) 2024. Sampling from: forceps raising wire channel. Cfu (colony forming units): 1 cfu. Bacterial identification: coagulase negative staphylococci (bacterial quantity: unknown) results of culture tests conducted by a third party after repairs: sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu (colony forming units): 2 cfu bacterial identification: micrococcaceae (bacterial quantity: unknown) sampling date: (B)(6) 2024. Sampling from: forceps raising wire channel. Cfu (colony forming units): 1 cfu. Bacterial identification: bacillaceae (bacterial quantity: unknown). The device was evaluated where air supply flow did not meet specifications due to contamination. The root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, we were unable to identify the probable cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is probable that reprocessing may have been insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. The recovered bacillus after repair was in lower numbers when compared to pre-repair, possibly indicating sample contamination instead of being a true find from the endoscope. The following is included in the device IFU (instructions for use: gf-uct180, the reprocessing method is described in the following section. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.